Event description:
(B)(6) from (B)(6) with pt reporting his cadd legacy pump was showing an error sign "high pressure" and beeping kinks, no clamping, tubing is not backwards, no bending of the tubing, cassette is inserted right as well, nothing wrong with the central line, pt stated the beeping/message went away on its own and but it reoccurred at least 3 times. Pt then switched to back up pump which has been working fine so far. No a/e experienced during this malfunction, sn (B)(4), exp date 02/14/2018. Notified (B)(6) to ship replacement pump for tomorrow delivery, home address on file confirmed with pt, no sig required, no other questions. No other information provided. Dose or amount: 50ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.